Manufacturer narrative:
E1. Phone number continued: (B)(4).

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2022 provided. Continued e1 -- phone number: (B)(6). Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Affected side is left. Device remains implanted.